Event description:
On (B)(6) 2013, the patient underwent a trial procedure. Post-op the patient experienced intense, shooting pain from her left knee to her foot. The patient's doctor believes this is due to the ways the patient was positioned during the procedure. The doctor also had difficulty placing both leads, therefore, only one lead was implanted. The patient has effective stimulation coverage in the established pain pattern, but continues to experience intermittent shooting pain. Note: the physician used two leads during the procedure. Both leads were from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.